Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "tube door will not open" was not confirmed or reproduced during product evaluation. Upon further review, quality engineering determined that there were not any ancillary problems within the same group code as the reported problem, none of the ancillary problems occurred on the reported occurrence date, none of the ancillary problems were the last to occur prior to service, nor was there any other objective evidence to confirm the reported problem. Thus, per sop (B)(4) appendix 2 flowchart, this was captured as problem not confirmed. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. A device history review was performed, finding that no exceptions were noted during the manufacturing of this device. A service history review revealed that this device was previously serviced for the reported condition, however the previous servicing didn't contribute to the reported problem because the assignable root cause was found to be not identified. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of the tube door not opening. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the general patient ward. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.